Manufacturer narrative:
Investigation summary: bd did receive one photograph from the customer in support of this complaint. The photograph was evaluated and the customers indicated failure mode of stopper failure was observed. Additionally, 10 retained tubes from the bd inventory were functionally tested and the issue of stopper failure was not observed as there were no cap and stopper assemblies that detached from the tubes. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photograph attached, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced the rubber stopper remaining in tube. The following information was provided by the initial reporter. The customer stated: lab technician had an incident today where the stopper got stuck to the needle inside the holder while in a patients arm. Blood leaked out of the tube all over the patient and the technician. Patient had to be reposed for a second attempt.